Event description:
During surgery, while extracting the specimen pouch through the laparoscopic incision, the pouch broke open and a few small pieces of the bag fell into the abdomen. The specimen was extracted and the remnants of the bag were removed from the abdomen. The doctor is concerned that the specimen retrieval is substandard and should not fail under this type of application. The pouch that failed is a covidien endo catch gold specimen retrieval pouch. Ref# 173050g.